Manufacturer narrative:
Continuation of d10: product ID 8709 lot# b0471189k, implanted: (B)(6) 2007, explanted: (B)(6) 2021, product type catheter product ID 8709, lot# b0471189k, implanted:(B)(6) 2007, explanted: (B)(6) 2007, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The issue was considered resolved. The product would be returned.

Manufacturer narrative:
H3: the returned partial catheter was subjected to a series of standard tests that include but is not limited to visual inspection, patency testing, and pressure testing. Analysis identified damage / tearing in the seal material in the cup of the sutureless connector (sc). The damage/tearing did not result in a leak during the in-line pressure leak test or affect the performance of the catheter in the laboratory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# b0471189k, serial# none, implanted: (B)(6) 2007, explanted: none, product type: catheter. Product ID: 8709, lot# b0471189k, serial# none, implanted: (B)(6) 2007, explanted: none, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 04-dec-2008, UDI#: none. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (unknown dose and concentration) via an implantable pump for complex reg pain syndrome type I. It was reported that during a pump refill appointment, the patient complained of excessive fluid buildup around the pump. 64 ml of fluid was removed from the pump pocket site and was being sent away for testing (to see if it was cerebrospinal fluid for example). The patient was not experiencing any withdrawal symptoms. Although it was noted that surgical intervention was ¿planned¿, it was further clarified that no interventions would be performed until test results of the fluid were available; the patient would likely require exploratory surgery to assess the catheter. The issue was not resolved. However, the patient's status was alive - no injury. With regards to environmental, external or patient factors that might have led or contributed to the event, the patient had no falls or any other issues identified. Information regarding the patient¿s weight, medical history, and other medications was unavailable. Additional information was received. Fluid testing revealed the fluid buildup was cerebrospinal fluid (csf). The pain unit was deliberating the course of action and whether they would perform surgical intervention or do a catheter dye study first. Additional information was received. A dye study was performed on (B)(6) 2021. No contrast was noted at the spinal end/tip of the catheter. Contrast was noted to be accumulating behind the pump pocket where the catheter sat, suggesting a leak in that component of the catheter. It was noted there was no obvious leak seen at the site where the catheter connected directly to the pump. It was indicated they would likely need to replace a component or the whole of the catheter.

Manufacturer narrative:
Concomitant medical product: product ID 8709 lot# b0471189k serial# implanted: (B)(6) 2007 explanted: product type catheter product ID 8709 lot# b0471189k serial# implanted: (B)(6) 2007 explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via the manufacturer's representative (rep) on (B)(6) 2021. It was reported that the catheter was revised on (B)(6) 2021 at 6:15 pm. It was noted that there was a very obvious cerebrospinal fluid (csf) leak from the catheter approximately 24 cm form the pump and connector. The catheter was revised using a revision kit.